Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens). It was reported the patient had a lot of ¿just drops¿ and that had not happened before. The patient noted she only had 2 real voids. The patient stated she was so afraid of wetting all over that when she got a little urge she got up to void. The patient noted she had not had a bowel movement in 2 days and she usually took a stool softener every day. The patient noted she may take a pill, but was afraid of having an accident on her way to the healthcare professional¿s (hcp) office. It was noted the patient began the trial on (B)(6). There were no further complications that have been reported as a result of this event.